Manufacturer narrative:
The patient identifying information is unknown. Additional product codes for this report include hwc. The device was not implanted or explanted. Device not yet received by manufacturer for review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device. The subject device was received with damage to the surface of the shaft. Visual inspection of the complained blade shows clearly that it was in strong contact with the nail during insertion. As result of this contact, the blade jammed with the nail. Misalignment with the nail before hammering led to the damage of the blade. Functional testing revealed the blade in question is in faultless condition. It could be locked and unlocked as foreseen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that, during the proximal femoral nail antirotation (pfna) operation, the pfna blade in question could not be inserted because of interference with the nail. The surgeon had confirmed there were no loose parts in the device and no loose connections between the devices in a pre-surgical check. It was reported that the blade broke during the procedure. The surgeon used a new blade to complete the procedure. There was a 30 minute surgical delay, but no reported patient harm. This report is 1 of 2 for (B)(4).